Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Multiple issues are identified in this complaint and not enough information is provided to diagnose each issue. Some may be due to use error and some may be related to patient physiology. There is no mention; however, of device failure. Possible root causes are that each of the issues raised are clearly stated as a risk associated with use of the device in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the sample was not returned; the device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported having multiple patients with microhyphemas, hypotony, and difficulty inserting the device in several cases of a micro-stent implant. Additional information was requested.